Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(6) 2019. The original surgery is dated (B)(6) 2014. The revision surgery occured because of reported patient pain. During the revision, the original stem and neck were removed and replaced with a new monoblock stem.